Event description:
Email copied below. There is no product information and no photos attached to this email. Account name: (B)(6). Awareness date: (B)(6) 2023. Date of event: customer concern: I have found two defective insulin syringes in one bag of needles. I believe the foreign material and jagged metal on the tip of the needles could cause a major problem. I have pictures if you would like to see them kind, or I still have the defective pieces.